Event description:
The dept of health reported a rising trend in contact lens (cl) related keratitis was observed in 2005. A total of 68 episodes of cl related keratitis (40.5% of all admission episodes due to `all keratitis' in the same period) were retrieved from in-patient records. Out of the 68 episodes, 2 pts had been admitted twice for cl related keratitis during the same period. Thus 66 pts were identified. Sixty two pts were interviewed for further info about the contact lens solution and contact lens they used. Among the 62 pts, 25 reported to have used bausch & lomb renu contact lens solution before their symptom onset. Among the 25 users, fusarium spp was more commonly isolated from the clinical specimens (7 out of 20 specimens). Only a few pts could provide the lot numbers of the contact lens solution.